Manufacturer narrative:
A follow up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the battery pack up was not available. There was no patient involvement.